Manufacturer narrative:
A trial patient experiencing wound issues was reported to abbott. The trial leads were explanted and the patient was prescribed bactria (ds). The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2021-17169. It was reported the patient's ipg site wound not healing properly. The lead incision sites were slightly reddened and white with purulent drainage. Patient also had tenderness at the l4 insertion site. As a result, patient was treated with oral antibiotics. Reportedly, the wound has healed and issue has resolved.